Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in (B)(6) 2016 the implantable neurostimulator (ins) was poking into skin. The patient later reported that the circumstances that led to the stimulator poking into the skin were unknown. The patient just got up one morning after a gynecologist appointment and then had pain in that area. They felt around the incision area and could feel the unit through the skin. No steps to resolve the issue had been taken at this time. The patient had not returned to the surgeon since the problem began.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.